Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range high, hv lead impedance was observed after recent generator change. In clinic, lead impedance on rv-svc vector was confirmed. Arm movement created some noise. X-ray and dft were recommended. Programming changes were made.